Event description:
The customer stated that he had received some erratic readings. He had consecutive blood tests of 230 and 66 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips are to be returned for evaluation, and the customer was to trade up to a contour meter.